Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with bleeding display window glass.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer was found death in the bathtub. Caller stated that the customer died due to drowning from diabetes complications and a seizure due to low blood glucose. Nothing further was reported.